Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard needle did not retract. The following information was provided by the initial reporter, translated from french to english: when the catheter was inserted, when it retracted, it did not retract. The press button was blocked. The catheter was not secured until it was placed in a secure bottle to be sent to the pharmacy. No clinical consequences for the patient - risk of aes for the nurse

Manufacturer narrative:
Investigation results: our quality engineer inspected the sample submitted for evaluation. Bd received one 20gx1.16 in insyte autoguard device from lot number 4037544. Your reported issue that the needle would not retract could not be confirmed from the 20g insyte autoguard needle that was provided for investigation. The needle was received fully retracted within the shield. The unit was inspected for damages that could cause retraction failure or slow retraction; however, no damage or defects were identified on the returned sample. A functional test showed that the safety mechanism could be reset and the needle fully retracted within specification. The returned unit provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failure stated in your report. A device history record review showed no non-conformances associated with this issue during the production of this batch. However, a trend has been identified for the reported failure and corrective actions have been initiated to investigate this type of incident and identity the root cause.

Event description:
No additional information.